Event description:
It was reported that during use with bd vacutainer® sst blood collection tubes the needle separated from the needle and blood leakage occurred. Patient had to have blood re-collected. The following information was provided by the initial reporter, translated from chinese to english: during the process of taking blood from the patient, the blood collection needle was automatically separated from the blood collection tube, and blood leaked. The nurse replaced the new blood collection tube and re-collected blood from the patient, explaining the cause of the accident to the patient. The tube was pushed off.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® sst blood collection tubes the needle separated from the needle and blood leakage occurred. Patient had to have blood re-collected. The following information was provided by the initial reporter, translated from chinese to english: during the process of taking blood from the patient, the blood collection needle was automatically separated from the blood collection tube, and blood leaked. The nurse replaced the new blood collection tube and re-collected blood from the patient, explaining the cause of the accident to the patient. The tube was pushed off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.